Manufacturer narrative:
Evaluation summary: no injector was returned for evaluation for the lens being damaged; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that an unspecified injector was found to be defective when the intraocular lens was loaded and in turn the handpiece damaged the lens. Additional information was requested.